Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient wanted assistance adjust stimulation but when they connected with ins they saw a por (power on reset) message. It was reviewed how to dismiss the por message and turn stim on and the patient was able to turn stim on and adjust stim to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue and no symptoms were reported.